Manufacturer narrative:
Of the 2 devices, 1 lot number was provided, and lot history review was performed. Of the 2 reported malfunctions, both devices were returned for evaluation. Leaks were noted at the splits and at the crack site were identified for 2 devices. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes two (2) malfunction. A review of the reported information indicated that model 7707540j port & catheter allegedly experienced a fluid leak. These reports were received from various sources. The malfunction involved a patient with no known impact to the patient. The patients' age, weight, and gender were not provided.

Manufacturer narrative:
For the reported malfunctions, the devices were returned to bd for evaluation. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two (2) malfunction. A review of the reported information indicated that model 7707540j port & catheter allegedly experienced a fluid leak. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patients' age, weight, and gender were not provided.